Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer stated that she had low blood glucose readings because her settings were wrong. The customer stated that she did not know what they should be. The customer stated that she already had her blood glucose treated and declined emergency services. The customer was advised to discontinue use of the device and revert to a backup plan if needed.